Event description:
Information was received regarding a cadd legacy plus pump. It was reported that there was a "no disposable, pump won't run" message. The reservoir volume was 35.2ml, rate was 2.2ml/hr, and 64.85ml was given. There was no patient injury.